Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: hg4rudc15, ubd: 15-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (30mg/ml at 4.395mg/day) and bupivacaine (30mg/ml at 4.395mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a catheter revision (reported in (B)(4)) but has had no relief so the healthcare provider explanted the system today. There were no external factors that led/contributed to the event and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report.